Event description:
During a laparoscopic cholecystectomy, reusable laparoscopic scissors with a disposable scissor tip was used. The second time the doctor attempted to use the scissors, she noted the tip was not on the instrument. She searched with the laparoscope and found the scissor tip in the abdomen. It was retrieved.